Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 20dec2018. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted technical support stating unit had an alarm message, the screen froze, and the unit's fan stopped. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 06aug2019. Technical support confirmed unit has been tested and repaired. The gas delivery system (gds), printed circuit board assembly (pcba), central processing unit (cpu), power management (pm) and motor controller (mc) been replaced. The device is operational again. The system has been tested and its calibration has been verified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14jun2019. Added device serial number: (B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.